Event description:
It was reported that a remote monitoring alert was received from this implantable cardioverter defibrillator, indicating that the right ventricular (rv) shock impedance was elevated, and out-of-range (125 ohms). It was noted that the shock impedance had been gradually increasing since (B)(6) 2024. Boston scientific technical services (ts) was contacted and provided thorough recommendations for assessing the lead integrity in-clinic, such as via provocative maneuvers, diagnostic imaging, and potential commanded shock testing. The patient was subsequently evaluated in-clinic, where the physician performed the provocations, with no noise produced nor changes in the impedance measurements. It was noted that the patient had been feeling palpitations/increased heart rate since being informed of the elevated impedance, but it was determined to most likely be anxiety. The physician elected to increase the shock impedance alert limit to 150 ohms and is continuing with remote monitoring. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that a remote monitoring alert was received from this implantable cardioverter defibrillator, indicating that the right ventricular (rv) shock impedance was elevated, and out-of-range (125 ohms). It was noted that the shock impedance had been gradually increasing since october 2024. Boston scientific technical services (ts) was contacted and provided thorough recommendations for assessing the lead integrity in-clinic, such as via provocative maneuvers, diagnostic imaging, and potential commanded shock testing. The patient was subsequently evaluated in-clinic, where the physician performed the provocations, with no noise produced nor changes in the impedance measurements. It was noted that the patient had been feeling palpitations/increased heart rate since being informed of the elevated impedance, but it was determined to most likely be anxiety. The physician elected to increase the shock impedance alert limit to 150 ohms and is continuing with remote monitoring. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to correct information provided in d6a (implant date). This report is being sent to provide new information in section h11 (additional MFR narrative). This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Manufacturer narrative:
This report is being sent to correct information provided in d6a (implant date).

Event description:
It was reported that a remote monitoring alert was received from this implantable cardioverter defibrillator, indicating that the right ventricular (rv) shock impedance was elevated, and out-of-range (125 ohms). It was noted that the shock impedance had been gradually increasing since (B)(6) 2024. Boston scientific technical services (ts) was contacted and provided thorough recommendations for assessing the lead integrity in-clinic, such as via provocative maneuvers, diagnostic imaging, and potential commanded shock testing. The patient was subsequently evaluated in-clinic, where the physician performed the provocations, with no noise produced nor changes in the impedance measurements. It was noted that the patient had been feeling palpitations/increased heart rate since being informed of the elevated impedance, but it was determined to most likely be anxiety. The physician elected to increase the shock impedance alert limit to 150 ohms and is continuing with remote monitoring. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.